Event description:
The customer reported that the monitors went dark. A reboot did not correct the problem. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the power control pcb and the initial boot failed. The cmos setting requires a reset. He reset the cmos setting and then reloaded the cal files. He was unable to load the generator file. The e7 jumper power control pcb was set to correct the position cal files loaded correctly. All nodes were correct. The system operates as intended.